Event description:
The reporter stated that the surgeon was inserting a toric single piece silicone lens model aa4203tl and the haptic broke. The surgeon enlarged the incision to remove the lens and replaced it with another same model lens. A suture was used to close the incision.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows a plate haptic is torn off into the optic and is missing. A small portion of the other plate haptic is torn off and is missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint hisotry and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.